Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing frequent bending of the infusion set cannulas in the past. Pt stated there were no problems during insertion and no leaking insulin. Pt reported her blood glucose level is usually in the 100-150 mg/dl range but she noticed about an hour after inserting an infusion set, her blood glucose would be in the 200's mg/dl. Pt stated she would have to give herself a shot of insulin to bring her blood glucose down. Pt reported upon removal of the infusion set, the cannula would be bent once in the middle. Pt used the insertion assist plus device to insert the infusion sets. Pt stated she experienced the issue frequently for the past 3 months. Pt reported it would happened several times per week. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement sets were sent; no product return was requested.